Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noted that the device was not returned. Device evaluated by MFR section information was incorrect. Therefore, the following information has been updated accordingly. Device evaluated by MFR: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a serial number was not provided. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt150 intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2018 and explanted on (B)(6) 2018. The reason for the explant was not provided. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/17/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was received dry in a little jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. No product quality deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.